Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 2 of 2. Reference MFR. Report: 1627487-2016-00690. It was reported the patient experienced ineffective stimulation (date of event is unknown). X-rays indicated the leads had migrated. Subsequently, surgical intervention was undertaken with the intent to reposition the leads, however, the patient experienced multiple wet taps along with pain during the procedure and the physician was unable to reposition the lead to its original location. A blood patch was performed and the entire system was explanted. The patient experienced physical trauma prior to the event, however; the specific type of trauma remains unspecified. Reportedly, the patient no longer has pain following the procedure.